Event description:
It was reported, that an unspecified malfunction occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023 around 2:30pm, the patient felt tired, so she decided to lay down in the family room. Her physical therapist checked on her and noticed, the patient was unresponsive and immediately called 911. When the paramedics arrived, they checked that patient's blood sugar and it was 200 mg/dl. And reportedly, dropped to 62 mg/dl. They treated the patient with glucose and the patient stabilized. It was reported, that during the time of the event, the cgm did not notify them that their blood sugar was high. At the time of the report, the patient was in stable condition. Data has been requested, but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.